Event description:
During product service by a service technician, a flo-gard infusion pump was found to have damaged force sensing resistors. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. During evaluation, the force sensing resistors (fsrs) were found to be damaged. The cause of the condition was not determined. To correct the condition, the fsrs were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.